Event description:
It was reported that the litter was bent causing the right head section to be 6 inches lower than the left. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device unable to be repaired in field. Customer will discard bed if unrepairable.